Manufacturer narrative:
Our instructions for use clearly state that the operator of the bed should check that the side rails are locked in position, and describes how this should be done. We suspect the visitor (who shouldn't have been operating the side rail) did not ensure the side rail had locked into position. When our engineer tested the product (on the initial test of the foot end left hand side), it did not lock in the upright position. However, during subsequent tests of the locking mechanism, it locked each time and visually the engineer could not find a problem which could be attributed to it not locking initially. We have subsequently ordered a complete strip down and investigation of the locking mechanism on this side, and will provide follow-up information as it becomes available.

Event description:
We have received a report from a (B)(6) hospital. One of the relatives of an inpatient on (B)(6), placed an (B)(6) infant onto a huntleigh healthcare electric profiling bed and pulled up the left side rail. The rail subsequently fell down and the infant rolled off the bed and fell to the floor, suffering abrasions to the left side of their face. Although a minor injury (scratches to forehead) was sustained, we are reporting the incident because of a potential for serious injury if the malfunction were to recur.